Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue but still replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a golden system, and the unit energized and cauterized all ports and instruments without issue. As a result of these findings, the root cause of the reported event could not be determined.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure that monopolar energy was not being delivered. The customer used multiple instruments and energy cables, and restarted the generator, but this did not resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended trying another instrument energy cable and restarting the system when possible. The customer was reportedly completing the procedure as planned, but there was no information provided on how the issue was resolved. There were no reports of patient injury.